Manufacturer narrative:
Results - unknown (footboard uneven and won't stay together).

Event description:
It was reported by service report that there was a sharp edge on the footboard where it was coming apart. No patient involvement or adverse consequences are reported.